Event description:
A report was received that the patient experienced difficulty charging and underwent a revision procedure. During the procedure, it was discovered that the ipg was implanted back to front. The ipg was explanted and a new ipg was implanted. The patient was able to successfully charge following the replacement procedure.

Event description:
A report was received that the patient experienced difficulty charging and underwent a revision procedure. During the procedure, it was discovered that the ipg was implanted back to front. The ipg was explanted and a new ipg was implanted. The patient was able to successfully charge following the replacement procedure.

Manufacturer narrative:
.

Manufacturer narrative:
The complaint was not confirmed. The device passed visual, photographic, performance, and electrical tests performed. The device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. The battery was depleting its charge within the typical ipg battery depletion rate. The reason for the low charging current was that the ipg was implanted back-to-front. The device exhibits normal characteristics.